Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon developed a puncture and subsequently ruptured. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. D2b: product code: lit. G4: PMA/510(k) # field on 3500a form: k141597.